Manufacturer narrative:
This report is for an unknown cage/spacers: opal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hu, y.h. Et al (2019), cage positioning as a risk factor for posterior cage migration following transforaminal lumbar interbody fusion ¿ an analysis of 953 cases, bmc musculoskeletal disorders, vol. 20 (260), pages 1-10 (taiwan). The aim of this retrospective study is to address the relationship between cage position and posterior cage migration (pcm) and to identify other risk factors for pcm. Between march 2014 to october 2015, a total of 953 patients (314 male and 639 female) with a mean age of 62.65 ± 12.28 years were treated with transforaminal lumbar interbody fusion (tlif) and combined bilateral pedicle screw instrumentation. Surgery was performed using opal cage (synthes, west chester, pa) and other competitor devices. The follow-up period was a mean of 38.06 ± 3.11 months after surgery. The following complications were reported as follows: 24 patients (8 male and 16 female) developed posterior cage migration. 6 of these patients received revision surgery due to intolerable back pain, leg pain or progressive palsy. The other 18 patients were asymptomatic or tolerable. Of the 48 cages inserted in 24 patients in the pcm group, 24 of 48 (50%) cages migrated posteriorly after the operation. A (B)(6) year-old female patient had pcm at l4/5 13 days postoperatively. 15 patients developed deep surgical site infection after the operation. This report is for an unknown synthes opal cage. This is report 5 of 5 for (B)(4). The complaint involves 25 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 3 separate complaints as listed below: (B)(4) ¿ this complaint will include 10 devices ¿ 10 opal cage (1st pc); (B)(4) ¿ this complaint will include 10 devices ¿ 10 opal cage (2nd pc); (B)(4) ¿ this complaint will include 5 devices ¿ 5 opal cage (3rd pc). For the overall complaint and product complaint follow-up will be documented in (B)(4) (1st pc).